Manufacturer narrative:
Merz assessment and investigation: as the lot number was not available, a batch record review and case search on the reported lot could not be performed. A review of trending for radiesse did not identify any trends (q4-2025 radiesse product family trending reports, rec-002150, 11-may-2026); however, no negative impact to the benefit-risk profile was observed, indicating no systemic product quality issue. The event occurred in compatible temporal relationship whereas no precise information was provided on event localization so that a local relationship can only be assumed based on the wording of this report. Vascular occlusion (serious) is expected based on the current valid australian instructions for use (IFU) leaflet of radiesse and can occur after treatment with radiesse. Off label use of device and intentional device misuse are coded for formal reasons. Injection into tear trough is no approved indication and injection into piriform fossa is contraindicated for radiesse in australia based on the IFU. The IFU of radiesse warns that special attention has to be taken in order to avoid that the implant is injected into the vasculature which may lead to embolization, occlusion, ischemia or infarction and to take extra care when injecting and apply the least amount of pressure necessary. According to the IFU, rare events associated with intravascular injection of soft tissue fillers into the face include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral haemorrhage, leading to stroke, skin necrosis, and damage to underlying tissues. The IFU recommends to immediately stop the injection if a patient exhibits any of the following symptoms, including changes in vision, signs of a stroke, blanching of the skin or unusual pain during or shortly after the procedure and patients should receive prompt medical attention. Nevertheless, during injection of fillers it can occur that a small blood vessel is occluded by two different mechanisms: directly by accidentally injecting the product into the lumen or indirectly when the product is placed next to a vessel and compresses it from outside. The clinical findings can differ from only discoloration of the concerned area due to congestion of the blocked vessels called livedo reticularis without tissue slough up to skin necrosis with tissue breakdown. In this case, only vascular occlusion was reported, without further details on corrective treatment with an unknown outcome. Causality for the event is assessed as possibly related to the treatment with radiesse due to compatible temporal and assumed local relationship, however there is no indication that a product-related issue contributed to the events. This case is assessed as serious with the serious event vascular occlusion because potential treatment was deemed necessary to prevent a permanent damage. Merz re-assessment and investigation due to follow-up information received on 17-jun-2026: a lot search in the global safety database was conducted on the reported lot (a00255730) and no similar events were noted. A review of trending for radiesse(+) did not identify any trends related to the reported issue (q4-2025 radiesse product family trending reports, rec-002150, 11-may-2026); however, no negative impact to the benefit-risk profile was observed, indicating no systemic product quality issue. The suspect product was recoded from radiesse to radiesse(+). The event nerve compression was added. The events occurred in a compatible local and temporal relationship. Vascular occlusion (serious) and nerve damage (non-serious) are expected based on the current valid australian instructions for use (IFU) of radiesse and can occur after treatment with radiesse. Off label use of device and intentional device misuse are coded for formal reasons. Injection into tear trough is no approved indication and injection into piriform fossa is contraindicated for radiesse(+) in australia based on the IFU. The IFU of radiesse(+) warns that special attention has to be taken in order to avoid that the implant is injected into the vasculature which may lead to embolization, occlusion, ischemia or infarction and to take extra care when injecting and apply the least amount of pressure necessary. According to the IFU, rare events associated with intravascular injection of soft tissue fillers into the face include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral haemorrhage, leading to stroke, skin necrosis, and damage to underlying tissues. The IFU recommends to immediately stop the injection if a patient exhibits any of the following symptoms, including changes in vision, signs of a stroke, blanching of the skin or unusual pain during or shortly after the procedure and patients should receive prompt medical attention. Nevertheless, during injection of fillers it can occur that a small blood vessel is occluded by two different mechanisms: directly by accidentally injecting the product into the lumen or indirectly when the product is placed next to a vessel and compresses it from outside. The clinical findings can differ from only discoloration of the concerned area due to congestion of the blocked vessels called livedo reticularis without tissue slough up to skin necrosis with tissue breakdown. In this case, no necrosis was reported. In this case, no further details on corrective treatment was reported with a resolving outcome. In the opinion of the reporter, the events were related to both radiesse(+) and injection procedure; and the treatment was necessary to prevent a life-threatening condition or permanent damage. Causality for the events is assessed as possibly related to the treatment with radiesse(+) due to compatible temporal and local relationship, however there is no indication that a product-related issue contributed to the events. This case remains as serious with the serious event vascular occlusion because potential treatment was deemed necessary to prevent a permanent damage. Merz causality re-assessment/investigation after follow-up information was received on 22-jun-2026: the batch record review for radiesse(+), lot (a00255730), contains no nonconformance reports (ncr) or corrective /preventative actions (CAPA) related to this lot. During internal review it was detected that the sentence from the follow-up version received on 17-jun-2026: should read as follows: vascular occlusion (serious) and nerve compression (non-serious) are expected based on the current valid australian instructions for use (IFU) of radiesse (+) and can occur after treatment with radiesse(+). Causality for the previously assessed events remains unchanged as possibly related to the treatment with radiesse(+), however there is no indication that a product-related issue contributed to the events. This case remains as serious with the serious event vascular occlusion because potential treatment was deemed necessary to prevent a permanent damage. Merz causality re-assessment/investigation after follow-up information was received on 03-jul-2026: no corrective treatment was performed. Causality for the previously assessed events remains unchanged as possibly related to the treatment with radiesse(+), however there is no indication that a product-related issue contributed to the events. This case remains as serious with the serious event vascular occlusion because potential treatment was deemed necessary to prevent a permanent damage.

Event description:
Case description: this spontaneous report was received from an australian physician via a business development manager and concerns a female patient. She was injected with radiesse into the tear trough (off label use of device) and piriform fossa (intentional device misuse), on (B)(6) 2026. On (B)(6) 2026, 1 day after the radiesse injection, the patient experienced a vascular occlusion (reported as vo). It was reported that the occlusion was not major and that the patient was okay. On (B)(6) 2026, on a day of this report (reported as today), the patient had an ultrasound as she was concerned. The outcome of the event was unknown. Follow-up information was received on 17-jun-2026: the suspect product was recoded from radiesse to radiesse (+). The event nerve compression was added. The patient was injected with radiesse (+), into the tear trough (off label use of device) and piriform fossa (intentional device misuse) and lid cheek junction. Batch number was reported as a00255730. A lot search in the global safety database was conducted. She was injected with multiple small 0.05ml boluses with 29g needle. The patient had no complications following aesthetic injections in the past. There were no malfunctions or device deficiencies that occurred during treatment. She had no significant medical history or known allergies. Concomitant medication was reported as none. In (B)(6) 2026, after the radiesse (+) injection, the patient experienced a nerve compression that was resolving. There was no major vascular occlusion. She experienced the events on the lateral left cheek. The treatment was necessary to prevent a life-threatening condition or permanent damage. The events were resolving as planned. The outcome of the event vascular occlusion was reported as resolving (changed from unknown). The outcome of the event nerve compression was reported as resolving. In the opinion of the reporter, the events were related to both radiesse (+) and the injection procedure. Therefore, the causality for the event vascular occlusion was changed from reasonable possibility/suspected to related. Follow-up information was received on 22-jun-2026: the batch record review was received and the lot number for radiesse (+) was confirmed as a00255730 (expiry date: 16-feb-2026). During internal review it was detected that the sentence from the follow-up version received on 17-jun-2026: should read as follows: vascular occlusion (serious) and nerve compression (non-serious) are expected based on the current valid australian instructions for use (IFU) of radiesse (+) and can occur after treatment with radiesse (+). Follow-up information was received on 03-jul-2026: reporter information was provided. No corrective treatment was performed. The outcome of the events remained unchanged.